Event description:
It was reported that during set up the cardiosave intra-aortic balloon pump (iabp) unit screen froze once turned on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. As a precaution, the fse replaced the coiled cord on the unit to avoid any potential issues. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.